Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a low battery alert and the buttons were unresponsive after battery was changed. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer also reported that the insulin pump had a squealing noise and took the battery out . During troubleshooting, customer confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Down arrow button did not respond due to unlock on lcd keypad connector. Unable to perform run current test, self test, off no power test and displacement test due to button keypad anomaly. Device passed idle current test. Device was monitored and no squealing sound anomaly noted. No numbers count down anomaly noted. No frozen screen noted. Time advanced properly. Unable to verify low battery alarm due to button keypad anomaly.